Event description:
Device suddenly shut off while in use. Patient was pacer dependant and required CPR as a result of the device not pacing. A new device was attached to patient and pacing resumed. It is reported that the patient is doing fine without injury.